Event description:
A falsely elevated digoxin result was obtained on the dimension rxl. The result was 1.12 ng/ml. A new sample from the same pt was tested a few days later and the result was 1.34 ng/ml. A sample was sent out for digitoxin and the result was negative. Another sample was tested and the dimension rxl and the result was 1.39 ng/ml. Because of the false positive results, the pt was kept several days in the hosp and the medical staff, suspecting self-medication, asked the pt several times if she took digoxin. The last two samples from the pt were sent out for digoxin on an alternate system and the results were negative.